Event description:
On (B)(6) 2013, the reporter contacted animas alleging short battery life on the pump indicating that the lithium batteries were only lasting 2 days at a time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the transmitter has been returned and evaluated by product analysis on 07/14/2017 with the following findings: a review of the pump black box showed that data from the date of the complaint had been overwritten. The current data showed no evidence of short battery life. During investigation, the pump powered on with returned battery cap. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.